Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device has been explanted due to an end of life battery indicator. The patient reported the device had been beeping for several months. The explanted device is intended to be returned for a longevity analysis, as a previous device check approximately one year prior, showed a remaining longevity of 41 percent. No resulting adverse patient effects and replacement was with another boston scientific product.

Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies, aside from tool markings on the case and header. A review of the memory confirmed the eol indicator as observed in the field as well as, a battery depletion and high impedance fault code. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that this device has been explanted due to an end of life battery indicator. The patient reported the device had been beeping for several months. The explanted device was returned for a longevity analysis, as a previous device check approximately one year prior, showed a remaining longevity of 41 percent. No resulting adverse patient effects and replacement was with another boston scientific product.